Event description:
It was reported that the ilet displayed an alert 60 indicating a communication error that persisted after multiple restarts, and a replacement device was arranged. Symptoms included hyperglycemia with a reported blood glucose of 263 mg/dl lasting approximately 30 minutes without ketone testing or medical intervention. Outcomes included temporary interruption of automated insulin delivery without hospitalization. The device was returned for investigation. Preliminary investigation of this case revealed a suspected internal communication failure consistent with a ble board communication error leading to repeated restart alert. The complaint was confirmed to still be active on the ilet. Upon disassembly and substitution of components, it was determined that the fault followed the ilet hoverboard. Further inspection found that one of the components on the u4 chip of the hoverboard was chipped.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.